Event description:
On (B)(6) 2025, the user and caregiver reported blood glucose (bg) over 400 mg/dl on the second day of ilet use. Troubleshooting confirmed the infusion site was intact, tubing was properly connected, and insulin delivery was functional. A fill tubing step produced drops immediately. On (B)(6) 2025, follow-up confirmed that glucose returned to range at 125 mg/dl. No symptoms or injuries were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.